Event description:
Customer reported a malfunction alarm, identified as malf 16, which required technical intervention. Customer's blood glucose level was 300 mg/dl. Customer received assistance from technical support to reset the pump, but the issue persisted, leading to the decision to replace the pump. Customer was informed of the need for a replacement and plans to use multiple daily injections as backup therapy. The faulty pump was confirmed to be under warranty, and instructions for its return were provided.